Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The se performed extended self-testing on the device, updated the software to the current revision and all tests passed.

Event description:
It was reported that due to a malfunction of an 840 ventilator, a patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.